Event description:
Boston scientific crm received information that this patient was admitted to the hospital for chest pain. Upon checking the system, there was no capture in the right ventricle and impedance measurements varied. A chest x-ray revealed that the lead had perforated and was located in the pericardium.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.